Manufacturer narrative:
On (B)(4) 2019, mentor became aware that patient experienced left side rupture, and bilateral ptosis. As a result, the patient underwent bilateral explantation and replacement with 275 ml silicone implants on (B)(6) 2019. On (B)(6) 2019, mentor became aware that left implant was severely ruptured and unable to return. Hence, method code on this form has been updated to "device discarded". This report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/12/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/17/2020, device evaluation was completed. Device evaluation summary: a picture of the implant was initially received and upon visual inspection, it was observed ruptured. The photo do not provide enough evidence to determine root cause. The sample was received for analysis and during visual evaluation, it was observed ruptured. It was received in two parts. Microscopic examination of the edges of the rupture revealed striations consistent with a rupture with a sharp object. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance.  It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/30/2019, mentor became aware that the date of surgery is (B)(6) 2019. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. Concomitant products: right side; 340cc mentor memorygel breast implant; catalog number: 350-7340mc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 340cc mentor memorygel breast implant and was presented with breast implant rupture on her left side confirmed via MRI on (B)(6) 2019. As a result, the device will be explanted on (B)(6) 2019.